Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Although a specific cause could not be determined, a potential root cause for this event could be, "incorrect geometry", or "operator did not attach adapter as per manufacturing procedure." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. Under direct vision, the guidewire is positioned within the ureteral orifice." "The ureteral catheter is inserted over the guidewire and advanced into the ureter. The guidewire is removed and the catheter adapter is secured to the catheter. Gentle aspiration to evacuate air from the catheter can be performed at this time. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the red and blue caps were screwed on too tightly on tiger tail catheters and did not allow for guidewire to be passed through because the cap was screwed so tightly and it compresses the catheter. The surgeon had to cut of the area where the cap was screwed on, so they could pass a guidewire through the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the red and blue caps were screwed on too tightly on tigertail catheters and did not allow for guidewire to be passed through because the cap was screwed so tightly and it compresses the catheter. The surgeon had to cut of the area where the cap was screwed on, so they could pass a guidewire through the catheter.